Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. The investigation was reopened due to additional information provided. The following allegations have been investigated. Pulmonary embolism, deep vein thrombosis, fracture, organ/vena cava perforation, tilt, "strut impinging in the external wall of the small bowel," "strut perforating the small bowel," "grade 3 perforation extending into vertebral body," "two retained struts post removal with one impinging in external wall of small bowel" grade 2 perforation, grade 1 perforation, embedment, shortness of breath, constant abdominal pain, vomiting, occasional increased heart rate, depression, anxiety, inability to stand for long periods of time/work and compressed inferior vena cava (ivc). The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported shortness of breath, constant abdominal pain, vomiting, occasional increased heart rate, depression, anxiety, inability to stand for long periods of time/work, and compressed ivc are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No relevant notes on work order for neither device lot, nor filter lot(s). One other complaint on lots. Product is manufactured and inspected according to specifications.no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via the right common femoral vein due to lower extremity dvt (deep vein thrombosis). Patient is alleging tilt, vena cava perforation, fracture, organ perforation, "strut impinging in the external wall of the small bowel," "strut perforating the small bowel," "grade 3 perforation extending into vertebral body," and "two retained struts post removal with one impinging in external wall of small bowel." The patient is further alleging post-implant pulmonary embolism/dvt, "grade 3 perforations x 3 (all greater than 3 mm); grade 2 perforations x 4 (8.4 mm, 11.6 mm, 6.7 mm); grade 1 perforations x 2; strut impinging in the external wall of small bowel; strut extending into the vertebral body; 2 fractured retained struts with one fractured strut impinging in the external wall of the small bowel and the other fractured strut contained in the lumen of the ivc; shortness of breath; abdominal pain; occasional increased heart rate; depression and anxiety due to remaining struts in body.", "unable to stand for prolonged periods of time; unable to work.", and "has experienced anxiety and depression since approximately [year] due to constant abdominal pain, need to undergo ivc filter retrieval, and remaining filter struts in [the patient's] body." An attempted retrieval was reportedly performed due to embedment, struts outside the ivc (inferior vena cava) wall, and severe abdominal pain/vomiting. Per a report from CT, "a rightward directed strut of the inferior vena cava filter extends through the wall of the inferior vena cava and also through the wall of the second portion of duodenum. There are surrounding inflammatory changes about the duodenum as well as a small amount of free fluid, which could represent extraluminal leakage of duodenal contents." Per a successful retrieval report, "the ivc-gram was then performed demonstrating a patent ivc that was narrowed where the filter had been placed. This was clearly a cook celect filter with the hook that was intact, though somewhat tipped into the vessel wall." "The filter was ultimately retrieved and the sheath was removed with pressure applied." "Intravascular ultrasound was then used in order to reassess the ivc. There were no residual tines or pieces of the filter that remained. What was clear was that on fluoro and multiple projections, there were a couple of small pieces that had been broken off from the filter and they remained embedded in the adjacent tissues in place. The ivc was significantly compressed at the site where the filter had been placed." Per a report from CT, "two fractured prongs of an [ivc] filter, one of which appears to extend anteriorly through the wall of the ivc abutting the pancreatic head and medial wall of the duodenum." Per a report from CT, "the retained ivc filter struts are again noted in unchanged position." Per a report from CT, "a portion of the ivc filter is positioned within the cava below the renal vein. Apparently the other portion was removed. No distal filter fragments are visualized on this exam."

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2012". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.